Manufacturer narrative:
(B)(4). Additional information: incomplete firing cycle, uncut washer - blemished the analysis results found that the cdh25a device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. After further analysis, it was noted that the knife would not return to its home position. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the compression element was disengaged from the driver guide. While no conclusion could be reached as to how these components became disengaged, no incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4): information is unavailable.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.at the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a low anterior resection procedure, the staples did not form after device activation. The anastomosis was not closed on most of the circumference of the intestine. This was an laparoscopic anterior resection of the recto-sigmoid. The surgeon converted to a lapartomy to introduce a new device. As the procedure was converted to open, there was a longer hospital stay for the patient. Patient was stable following the procedure.

Manufacturer narrative:
(B)(4). Additional information: how was procedure performed? (Open, lap or hals) lap. What type of anastomosis was created? (End to end, end to side) end to end. Which stapling technique was used? (Single, double or triple) ? Which purse-string suture technique was used? Manual. What other devices were used for transecting and/or closing otomies? Needle drivers, was there a recent conversion to ees devices in this account or with this surgeon? No. Who fired the device? Resident. Has the person firing been trained on how to use the ees circular device? Yes. Has the o.r. Staff been trained in preparing the ees circular device? Yes. How was it confirmed that the anvil was secured to the trocar? They ear click. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? No round heard. Was more than one firing stroke required to hear the crunch? No. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? First half. Did the red safety remain engaged until firing? Yes. Were any unexpected noises heard? No. When during the firing stroke was the noise heard? Na. Did firing handle/trigger return to its original (pre-fired) position without intervention? Had to return it manually was the breakaway washer completely cut through? ? Were staples observed in the tissue? Yes. What did the staple form look like? Loose. Were any staples present? Yes. What area of the staple line were staples missing? All around but more on one part of the anastomoses . Was the safety reset before removal attempted? (Y/n) ? Did the patient have pre-existing conditions that could have impacted the patients¿ health/surgical outcome? ? Has the patient undergone any radiation or chemo therapy? ? Were there any comorbidity concerns (diabetes, crohns, auto-immune disorders, coagulation issues, etc.)? ? What is the patient¿s present condition? ? Are there any x-rays and/or picture available for analysis? No. How long was the hospital stay? ?